Event description:
Surgeon utilized the ranger 6.00mmx60mm balloon. He inflated the balloon in the right superficial femoral artery. When he decided to deflate the balloon, it would not deflate. He tried multiple ways to deflate the balloon, which was unsuccessful. He moved the balloon back to the right common femoral artery and made several attempts to percutaneously puncture the balloon with a 21-gauge needle. This was successful and the balloon was removed from the patient.